Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system revealed right atrial (ra) lead loss of capture (loc) on the presenting electrogram (egm). The (B)(6) 2024 threshold measurement was 1v@0.4ms and output was set to 2v@0.4ms, but threshold measurements may be fluctuating. The patient is 100 percent in the ventricle and atrioventricular (av) search success rate since 2022 was around 2-3 percent. Technical services (ts) discussed troubleshooting options and programming considerations and recommended turning off rythmiq. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system revealed right atrial (ra) lead loss of capture (loc) on the presenting electrogram (egm). The (B)(6) 2024 threshold measurement was 1v@0.4ms and output was set to 2v@0.4ms, but threshold measurements may be fluctuating. The patient is 100 percent in the ventricle and atrioventricular (av) search success rate since 2022 was around 2-3 percent. Technical services (ts) discussed troubleshooting options and programming considerations and recommended turning off rythmiq. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system revealed right atrial (ra) lead loss of capture (loc) on the presenting electrogram (egm). The june 2024 threshold measurement was 1v@0.4ms and output was set to 2v@0.4ms, but threshold measurements may be fluctuating. The patient is 100 percent in the ventricle and atrioventricular (av) search success rate since 2022 was around 2-3 percent. Technical services (ts) discussed troubleshooting options and programming considerations, and recommended turning off rythmiq. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that this ICD system exhibited difficulty with atrial threshold tests due to atrial tachycardia. There was also continued right atrial (ra) lead non-capture, depending on the patient's heart rate. Review of multiple atrial threshold tests showed capture at 1.6 v at rates under 100 beats per minute (bpm), but threshold measurement was as high as 5v around 105-110 bpm. Furthermore, atrial flutter response (afr) was observed after (as). The patient was not ra pacing dependent and paced primarily at the lower rate limit (lrl). However, the patient was either right ventricular (rv) pacing dependent, or nearly dependent. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system revealed right atrial (ra) lead loss of capture (loc) on the presenting electrogram (egm). The june 2024 threshold measurement was 1v@0.4ms and output was set to 2v@0.4ms, but threshold measurements may be fluctuating. The patient is 100 percent in the ventricle and atrioventricular (av) search success rate since 2022 was around 2-3 percent. Technical services (ts) discussed troubleshooting options and programming considerations and recommended turning off rythmiq. This ICD system remains in service. No adverse patient effects were reported. It was reported that this implantable cardioverter defibrillator (ICD) system revealed right atrial (ra) lead loss of capture (loc) on the presenting electrogram (egm). The (B)(6) 2024 threshold measurement was 1v@0.4ms and output was set to 2v@0.4ms, but threshold measurements may be fluctuating. The patient is 100 percent in the ventricle and atrioventricular (av) search success rate since 2022 was around 2-3 percent. Technical services (ts) discussed troubleshooting options and programming considerations and recommended turning off rythmiq. This ICD system remains in service. No adverse patient effects were reported.